Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm and unexpected restart alarm. Troubleshooting for button error was performed. Customer advised the removed the battery and when they reinserted inside the insulin pump the unexpected restart alarm occurred. Customer advised the buttons were unresponsive and they may have pressed the button for a long time. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.